Manufacturer narrative:
During review of the device log, it was found that the device logged an event code which is associated with a failure of the device to defibrillate. No defibrillation problem observed during testing and the code could not be duplicated. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device powered off multiple times during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs , proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off multiple times during patient use. There were no reports of adverse effects to the patient as a result of the reported event.